Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported she was standing and all of sudden felt a shock from her tailbone up to the middle of her back. Patient said she had 2 rights in a row that lasted maybe a second or so and really hurt bad. Patient reported had one fall and a bunch of diarrhea and was not eating just drinking water just last week, the fall happened monday last (B)(6) 2017 patient said her diarrhea was a flare-up of her ulcerative colitis of the colon which she has had since prior to her medtronic device. The patient indicators for use were fecal incontinence and gastrointestinal/ pelvic floor. No further patient complications have been reported as a result of this event" in the event description.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.